Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown. Customer stated that the catheter was occluded but pump did not give any alarm. Customer could not do any troubleshoot since she had to go walk with dog. The customer stated it happened with 5 catheters and advised that we are sending replacement.

Manufacturer narrative:
The description of the event problem in the initial report was incorrect. The corrected information will be provided in this report.

Event description:
The customer reported via phone call that the insulin pump failed to alarm no delivery.